Event description:
It was reported that the 9800 system had a control panel error message during a case. The 9800 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and x-ray controller board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)